Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during a self-test, the preventative maintenance tech support found the unit was missing knobs. The respiratory manager brought the device to the office and told him that they were having a hard time turning it on and off. Noticed knobs were missing. No patient harm recorded, and no medical intervention required.

Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. During the visual inspection small knobs were missing and the front panel was bent. On closer inspection the on/off demand, relief pressure, and air mix knobs are missing. The missing small knobs were replaced and the front panel was straightened out. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.